Event description:
This freedom driver was not supporting a pt. The customer reported that the freedom driver did not pass the system check. The customer also reported that when he inserted a freedom onboard battery into the driver, the driver immediately exhibited a fault alarm and did not "pump." The customer reported to have tried three onboard batteries and each time the freedom driver exhibited a fault alarm. The customer also reported that the freedom driver was not connected to ac power. This alleged failure mode poses a low risk to a pt because the issue was observed when the driver was not supporting a pt. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.